Manufacturer narrative:
This report is submitted on may 05, 2020.

Event description:
Per the clinic, the patient experienced pain and drainage around implant site, and was subsequently treated with antibiotics (type, date and duration not reported). The abutment was removed on (B)(6) 2020.